Event description:
Reporter alleged obtaining discrepant blood glucose results of 97 mg/dl and 108 mg/dl on the advantage system compared back to back with a result 48 mg/dl lower than hers on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the affected product.